Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent called and reported the reservoir was dropped and there was a hairline crack in it. Customer's blood glucose was not known and troubleshooting was declined. Customer was advised the reservoir would be replaced and agreed to return the product for analysis.